Event description:
It was reported that the customer's insulin pump is cracked on the reservoir compartment, and no damage to the drive support cap noted. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had a cracked end cap and cracked reservoir tube lip. Unable to confirm that the reservoir window or the reservoir tube is damaged. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.